Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly (pump functioned after plugging). Failure analysis was unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test, download, minilink transmitter and verify failed battery test alarm due to blank display. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and scratched case.

Event description:
The customer reported via phone call that they were unable to perform a manual bolus. Customer also reported a failed battery test alarm on their insulin pump. Customer's blood glucose was 34 mg/dl at the time of the call. Customer was able to treat their blood glucose with orange juice and two glucose tablets. Customer did not report any symptoms of low blood glucose. Troubleshooting did not find any damage or corrosion to the customer's battery compartment or battery cap's contacts. It was found the customer received a failed battery test alarm at the end of troubleshooting. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.